Manufacturer narrative:
Follow-up #1: 01/21/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 01/08/2015 with the following findings: investigation revealed that the pump powered up to a dim and discolored display. Thus the reported complaint was confirmed. The following finding was unrelated to the reported issue: the cartridge compartment threads were damaged; the cartridge cap was able to be installed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display screen had a dim/fading/color spectrum issue. The model number of the pump is unknown. No additional information was available at the time of this report. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the alleged issue was not resolved with troubleshooting.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.